Manufacturer narrative:
Concomitant medical products: 6944-65 lead implanted: (B)(6) 2008 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was oversensing on all viewable recorded atrial arrhythmias. All episodes were false. The lead remains in use. No patient complications have been reported as a result of this event.